Manufacturer narrative:
Product analysis: the 13th proximal stent segment had raised and deformed struts. There was no damage evident to the device tip.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a 3.0 x 30 integrity stent. The device was removed from its packaging per IFU with no issues noted. Negative prep was performed with no issues identified. Resistance was encountered when advancing in the guide catheter and a snag was felt. The target lesion in the proximal lcx had a critical proximal 90% focal eccentric stenosis. There was a moderate 60% stenosis in the mid segment. Despite trying multiple guides there was poor guide seating. Lesion pre-dilation was performed. It was reported that the integrity device could not cross the lesion. The device was removed and further pre-dilation was performed. The physician intended to try and cross the integrity stent again; however, the stent was observed to be damaged. The physician didn't use the 3.0 x 30 integrity device. Physician then crossed the lesion with a 3.5 x 12 integrity stent in the proximal segment of the vessel. Stent was deployed and post-dilated to 12 atmospheres. The distal edge caused a distal spiral dissection. Physician covered the dissection and the stent with a 3.5 x 38 resolute integrity stent. There was a good final angiographic result and good distal flow. No further patient complications were reported.